Event description:
The customer called in to report that he was having issues with his pump. The customer experienced unresponsive buttons and a frozen lcd screen. Advised the caller to remove the battery for five minutes and to insert a new battery. The customer stated that the device still had a frozen display with no advancement of the time clock. The customer's blood glucose value is 152 mg/dl. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.